Manufacturer narrative:
(B)(4). Physio-control evaluated the device, but could not verify the reported failure. The device would power on and the device would provide defibrillation therapy. During device evaluation, it was observed that the device had logged several event codes, which were unrelated to the reported failure. The device's software was therefore updated. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.